Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements of greater than 200 ohms. Distal coil to can was checked and displayed sli of 66 ohms while the cold can displayed sli of greater than 200 ohms. No noise visible on the shock channel. The physician wanted to use the rv lead. Boston scientific technical services (ts) discussed that it appeared as if the proximal coil had an issue and recommended to use the distal coil to can vector to take the proximal pin out of the equation and test the lead again. Additional information was obtained and indicated that it was believed that the proximal coil was the issue. Defibrillation threshold (dft) test was performed leaving out the proximal coil and was converted at 31 joules (j) with sli measurements within range. The physician programmed the lead¿s functionality in the device from distal to can at 41j. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.